Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be submitted.

Event description:
Customer was maneuvering his wheelchair from the handicap ramp on his minivan and as he was traversing over the transition from the driveway to his sidewalk the front wheels of his wheelchair got stuck in a small gap between the same causing the wheelchair to fall forward resulting in an injury. Claim alleges the wheelchair not having a lap belt caused the customer to fall out of the wheelchair.

Manufacturer narrative:
The "model #", "serial #", and "date of manufacture" were not provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be submitted.

Event description:
Customer was maneuvering his wheelchair from the handicap ramp on his minivan and as he was traversing over the transition from the driveway to his sidewalk the front wheels of his wheelchair got stuck in a small gap between the same causing the wheelchair to fall forward resulting in an injury. Claim alleges the wheelchair not having a lap belt caused the customer to fall out of the wheelchair.